Event description:
A customer reported error message ¿3005 leak sensor detected leakage¿ on the aia-2000 analyzer and the error started sporadically on (B)(6) 2022. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was not able to reproduce the error by running samples or priming the wash. While troubleshooting, fse found accumulation of liquid on wash probe number three and a dropped wash probe tip in the well. Fse noticed there were no missing tips on wash probes, the probe tip that was in well number three was likely cause when the customer replaced the probe tip and may have dropped it into the well and misaligned. Fse resolved the complaint by removing the wash probe tip from the well. Fse also noticed that the wash lines were discolored and replaced all four wash lines as a preventive care. The customer called back two hours later and stated the error message "3005 leak sensor detected leakage" appeared again. Fse checked the leak sensor and found that it was dry and cleaned the leak sensor. Fse also cleaned the waste trap and ran the analyzer without any errors. Fse replaced the line from the waste trap to the waste pump. Fse resolved the complaint by replacing both the waste pumps. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (b)(46 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: 3005 leak sensor detected leakage cause: the leak sensor under b/f unit detected leakage. Measurement I suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the dropped wash probe tip in well number three, dirty waste trap and the waste pump.